Event description:
It was reported that the shaft broke. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke inside the guide catheter as the wolverine coronary cutting balloon was being introduced within the guiding catheter. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in two pieces. There was a complete shaft break present at 68.6 cm distal the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a multiple hypotube kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the shaft broke. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the shaft broke inside the guide as the physician was just beginning to slide it up inside patient's body. The procedure was completed with a different device. There were no patient complications reported.